Manufacturer narrative:
Correction after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2243072-2023-00738 was sent in error. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction.

Event description:
It was reported that the bd ext¿ stabilized extension set with nearport¿ IV access leaked blood during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: 'nurse from oncology unit states that she has had 2 newly placed exts leak from near port. One was fluids and one was blood. Nurse states no one had used the nearport for flushing or connecting and happened shortly after placing on IV... ¿ were there any concerns when priming the sets? She did not report any ¿ was treatment able to resume and be completed in both events? Ext was changed out to new one ¿ how long until the leakage was noticed in these two events? Unknown".

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.